Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead presented with t-wave oversensing which resulted in the delivery of inappropriate shocks. A revision procedure was performed and this rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned severed into two segments. There were setscrew marks on all three terminal pins and there were drag marks on the is-1 terminal ring. The extracting stylet was stuck inside the distal segment and was not able to be removed. Resistance testing was completed on the proximal segment and measurements were within normal limits. Limited testing could only be performed on the distal segment due to the presence of the stylet; however, the tests did yield normal results and the x-ray did not reveal any signs of a fracture. Laboratory testing was unable to reproduce the reported clinical observations and did not identify any lead characteristics that would have caused or contributed to the oversensing.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.